Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic mitral valve, implanted approximately eight (8) years and seven (7) months, was explanted due to mitral stenosis secondary to rigid leaflets. The explanted device was replaced with another bioprosthetic valve. Intraop tee was performed and showed a normal functioning mitral valve with a gradient of 3 mmhg and no pvl. However, tee also showed a dysfunctional native aortic valve. It was reported that the aortic valve dysfunction caused by one of the stitches from the mitral valve catching the leaflet of the aortic valve. Surgeon had no choice but to implant a bioprosthetic aortic valve . Patient was noted to have very fragile tissues. She experienced bleeding from the previous insertion of catheter in the coronary sinus. There were also multiple holes in the right atriotomy that required 8-15 additional stitches to repair the extremely weak atrial tissue. There were no additional complications noted.

Manufacturer narrative:
(B)(4) =rigid leaflet. Additional manufacturer narrative - the reported device was not returned to manufacturer as it was discarded at site. Without receipt of the explanted device the reported clinical observations cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.